Event description:
It was reported that a spectrum iq infusion pump had an issue of multiple downstream occlusion. This occurred during delivery of IV fluids with dextrose at 1 ml/hr and it was noted that there were no kinks and closed clamps below pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.